Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
On (B)(6) 2025, the complainant reported concerns related to a columbus knee implant received approximately one (1) year ago. The patient indicated that the knee has dislocated twice in 2025 (B)(6) and inquired about the availability of polyswap, as she does not want to undergo a full revision surgery. No product samples were returned, and no additional clinical details or specific event dates were provided.

Manufacturer narrative:
The adverse event is filed under ais reference: (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.